Manufacturer narrative:
The following fields have been updated: adverse event/product problem type event description type of reportable event investigation summary: the product was received for analysis. Product analysis confirmed the reported event. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. No misalignment issues were identified, and the pump valve was seated correctly; however, the pump failed the resistor flow test at (0.29 ml/min) and it did not perform within product specifications (0.4 to 0.9 ml/min). Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during an original implant procedure, an artificial urinary sphincter (aus) cuff was tried and not used due to the cuff not filling and a pump malfunction. No patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to the cuff not filling and a pump malfunction. No patient complications were reported.